Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sweaty, disoriented, dehydrated, fainting spell. A patient reported that the patient was hospitalized twice because of the low blood sugar due to missing segments. The patient's meter allegedly was missing segments. The results on the patient's meter were 10 mg/dl and 131 mg/dl. The result on the hospital was unknown. The time difference between pt's meter is one day apart. Treatment at the hosp was unk. No further info has been reported.